Event description:
Information received indicates when setting the brake, the head and casters will hold, but the foot end casters do not.

Manufacturer narrative:
The technician replaced the broken brake cam assembly to repair the stretcher.